Event description:
Patient was revised to address fracture of the troch nail.

Manufacturer narrative:
Examination was not possible, as the product and/or x-rays were not returned. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records by the another country facility found no manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.